Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus france (ofr). Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected form all channels of the device tested positive for micrococcaceae (3cfu/endoscope). The result cleared the french guideline. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Stenotrophomonas maltophilia (7 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.